Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the emergency room with possible right ventricular lead fracture. Interrogation revealed that the lead exhibited high capture threshold and high pacing impedance. Fluoroscopy could not confirm the lead fracture. Programming changes were made to deactivate the lead. In a procedure on (B)(6) 2020 a lead extraction was attempted but aborted due to patient anatomy. The patient was stable prior to the procedure, but the patient condition post-procedure was unknown.